Manufacturer narrative:
The pacemaker was received for analysis. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this pacemaker were reinvestigated. All production steps had been performed accordingly. Particularly the final acceptance test proved the device functions to be as specified. At a next step an attempt to interrogate the pacemaker was performed. However, an interrogation of the device was not possible as a result of a depleted battery, confirming the clinical observation. Therefore the pacemaker was opened and subjected to an internal inspection. The visual inspection of the inner assembly showed no anomalies. The battery depletion was confirmed. A thorough investigation revealed a damaged capacitor, leading to an elevated current consumption draining the battery. In summary, the clinical observation resulted from a damaged capacitor. The manufacturing records document a flawless device production, particularly the current consumption was normal and as expected. Therefore it is reasonable to assume that the observed damage occurred after the device shipment. The date of occurrence was not determinable.

Event description:
Ous MDR - after an implantation period of approximately 5 months, it was reported that the pacemaker could not be interrogated. The pacemaker was explanted, but not yet returned to biotronik. There were no reports of any adverse patient events.